Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that multiple, intermittent cartridge alarms occurred during delivery. Additionally, it was reported that an occlusion alarm occurred. Troubleshooting could not be performed as issue occurred in the past. Customer¿s blood glucose level ranged from 70 mg/dl to 250 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.